Event description:
The dental office put in low jaw implants. They told consumer they put noble implants but put life core biomedical. Unfortunately, they also made a bad bridge. Now 2 implants fell out. Other is moving.